Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A consumer reported that a patient had a routine visit at their healthcare provider's (hcp) office and they got an error message when they checked the device. X-rays were taken and they were told that the left lead was broken and the whole system needed to be replaced, however, the surgeon does not think the patient is a candidate for that type of surgery. The patient was directed to turn stimulation off, but had not done so, yet. When asked, the consumer reported that the patient falls a lot and fell 12 times in (B)(6) and 3 times in (B)(6). They have taken the patient to the emergency room (ER) 3 times for injuries, which included a big gash above the left eyebrow and a bruise on their left cheek. The consumer said the patient always falls on their left side. The consumer is trying to reach the patient's hcp to be seen. Follow up from the healthcare provider reported that they cannot fix the lead, it is broken at level c5 in the neck and there is a 2cm gap. They noted that the surgeon did not use recommended connections. Hcp stated that the falls were due to parkinson's disease. The ins is indicated for parkinson's dual/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.